Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported difficulty could not be determined.

Event description:
Same case as MFR #: 2134265-2008-02722. It was reported that during a cryoplasty procedure, a balloon rupture occurred. The physician performed a cryoplasty of the superficial femoral, popliteal and posterior tibial arteries using a contra lateral approach using a .014-3x100, .035-4x100, and .035-5x60 polarcath balloon catheters. The inflation unit for the .035-4x100 polarcath balloon catheter aborted several times during the treatment phase. The inflation unit was exchanged for a new inflation unit and the treatment phase was completed. "At the end problems retrieving the catheter ended being a rupture in the balloon, filled with blood". The procedure was completed with a 5x60 polarcath balloon catheter. Pt status is reported as "stable". It was further reported that the 5/60 polarcath balloon catheter was used in the 50% stenotic lesion in the non-tortuous and mildly calcified distal superficial femoral artery. After successfully completing the treatment phase, the balloon would not completely deflate. There was difficulty pulling it back through the cross over sheath. The device was removed intact through manipulation and forceful retrieval.